Manufacturer narrative:
Clinical evaluation performed by medical affairs department. According to report, during calcar reaming, the calcar reamer caught on x-acta broach which caused it to torque and resulted in a longitudinal proximal femur fracture. From the radiographic image, cables that were used to reduce the fracture are visible. The instruments were all in good condition with no deformation/ damage present. It may be possible that the force applied was off axis or some external debris got caught between the hollow shaft and the spigot and caused the jamming. The chosen stem is cemented and therefore the fracture should not be cause of delayed osteointegration, so that full recovery can be expected. Note: the other component involved in the complaint is an x-acta broach, a device not registered in USA. However, the instrument used with the broach (01.39.10.0033 calcar reamer large zimmer hall) is registered in USA and can be used also with other broaches, registered in USA.

Event description:
During calcar reaming the, calcar reamer caught on x-acta broach which caused it to torque and resulted in a longitudinal proximal femur fracture. Cables were used to reduce the fracture. The surgeon was using axial force with the calcar reamer on power. He suspects the force may have been off axis and the teeth of the calcar reamer came into contact with the proximal part of the broach. The instruments were all in good condition with no deformation/ damage present.